Manufacturer narrative:
Section d6a, if implanted, give date: not applicable. There's no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There's no indication the lens was implanted. Therefore, not explanted. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson(jnj) preloaded intraocular lens (iol) was stuck in the cartridge. The doctor said the iol was stuck and determined the preloaded cartridge was too small. Doctor tried to advance the lens anyway but the lens was stuck. They removed the iol from the preloaded device to manually insert it into a cartridge. While reloading the iol into the cartridge they noticed the haptic was damaged. The procedure was completed with a backup lens of the same model and diopter. Customer specified that they¿re uncertain if they received an iol with a damaged haptic. There were no other complications such as a capsule tear, vitrectomy, incision enlargement or sutures. No further information was provided.